Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma.

Event description:
Patient reports "pain in the breasts, had nausea from the beginning, breasts have gone funny shaped", "huge hematoma", anxiety, and depression. This record is for the right side. The device remains implanted.